Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user states that pins are broken ad rails will not stay up. Have fallen off onto the floor.